Event description:
During testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
During initial testing, the device delivered less than intended. Further testing at the manufacturing facility could not duplicate the event; therefore, no conclusion could be drawn. This report represents all the information known by the reporter upon query by hospira personnel.